Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: the logs show a sureform 60 stapler instrument (part #(B)(4), lot #l85230803-0505) was used first and installed on the system 3 times and fired 3 reloads (1 black, followed by 2 green). On installs 1 and 2, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~71% completion. No unclamp event is shown in the logs. Approximately 15 seconds after the failed firing, the grip release toll was detected on the instrument, represented by an error. There was no indication in the logs that the e-stop had been pressed prior to the use of the grip release. As a result, the instrument was force expired by the system, represented by an error in the logs. It appears the user attempted to re-install the stapler a couple minutes after the force expiration. This install resulted in a recognition failure, represented by an additional instance of an error code in the logs. The instrument was then removed and not used again in the procedure. Next, the logs show the second sureform 60 stapler instrument (part #(B)(4), lot #k11240717-0475) was installed on the system 3 times and fired 3 reloads (1 black, followed by 2 green). On each install, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no errors in the logs pertaining to the use of this stapler.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, tissue was pushed and not properly stapled or cut when a green surefrom 60 reload was fired with a sureform 60 stapler instrument. The sureform 60 stapler instrument stopped firing and an unspecified fault was produced. The surgeon was unable to open the jaws of the stapler instrument. The manual release knob was used to release the stapled tissue. During the firing sequence, the blade cut all the way down but there was an area where the staples did not deploy into the tissue, leaving a hole and bleeding to the tissue. The customer got a new stapler instrument and proceeded with the procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.